Event description:
Information received does not address the patient's clinical status but notes that the patient needed radiation therapy and the physician was asked to move the pacemaker to a lower place in the chest. Approximately three weeks post radiation therapy, the device was not sensing or pacing correctly. Measured data could only be obtained once, then a message to "wait for measured data" was displayed thereafter. Subsequently, the device was replaced.